Event description:
The customer reported that the falsely depressed sodium (na) results were obtained on two patient samples on an atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). At first, the samples were repeated on an original atellica ch 930 analyzer. The repeat results recovered as lower similar to the initial results and were not reported to the physician(s). At second, the samples were repeated on an alternate atellica ch 930 analyzer. The repeat results recovered higher than the initial and first repeat results and matched the clinical picture of the patients. The second repeat results were considered correct and reported to the physician(s). On next day, the same samples were ran on the original analyzer for troubleshooting purposes and obtained higher results. There are no known reports of patient intervention or adverse health consequences due to falsely depressed na results.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that the falsely depressed sodium (na) results were obtained on two patient samples on an atellica ch 930 analyzer. Quality control (qc) and calibration were acceptable prior to the erroneous results. Siemens evaluated the dilution arm aspiration curves for the impacted samples. The evaluation indicated differences in the samples during multiple aspirations, evidence of turbulence, and that the sample matrix changed significantly during the timeframe in which it was stored. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse reviewed the system message log, which showed multiple errors related to the dilution arm pressure transducer, meter pump air baseline, and high residual values. The cse then ran na qc five times. Levels 1 and 3 passed, the last ten qc results were compared, and no shift in values was observed and replaced diluent probe. The operator performed a precision study ten times, and all results were identical. Several other samples were also repeated, and no additional discrepancies were identified. Based on the siemens evaluations it is determined that the poor sample quality caused falsely depressed na results. The instrument is performing according to specifications. No further evaluation of this device is required.